Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for an unk - screws: fns locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the fns removal surgery for the femoral neck. During the removal surgery, the tip of the driver was broken. The broken fragment of the driver remains in the locking screw head, and the surgery was completed with the locking screw and the driver fragment left in the body . The surgery was delayed 60 minutes. No further information is available. Concomitant device reported: unk - screwdriver (competitor) (part# unknown; lot# unknown; quantity: 1). This complaint involves four(4) devices. This report is for one (1) unk - nail head elements: fns bolt. This is report 3 of 4 for complaint (B)(4).